Manufacturer narrative:
The copy of medwatch report #mw5079300 we received does not provide the name and location of the facility, nor did it list the lot code of the instrument; therefore, an investigation of the event is not possible. In addition, the report listed the model number as 33126, which is the model number of the handle only. The bowel grasper insert part number is 33310c; we have, therefore, referred to model number 33310c in this report.

Event description:
As per medwatch report #mw5079300 received via mail, allegedly, a laparoscopic bowel grasper tip broke while inside patient. All pieces were retrieved.